Manufacturer narrative:
Corrected data: initial MDR and follow-up report #1 inadvertently listed wrong product.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns pt was being referred for surgery due to a vns malfunction. The pt's neurologist reported that he hasn't seen the pt in awhile and was unaware that the pt was having any problems with vns. Good faith attempts for additional info regarding the alleged device malfunction have been made to the vns implanting surgeon; however, no further info has been received to date. If additional info is received, it will be reported.

Event description:
Additional information was received on (B)(4) 2011, when it was discovered that the vns patient had lead revision surgery that day for high impedance. After the replacement, a system diagnostics test revealed a lead impedance value within limits at 2400ohms. The patient's generator had never been programmed to 0ma for the high impedance so the patient's settings were output=2.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output=2.5ma/magnet pulse width=250usec/magnet on time=60sec during surgery and then the patient was programmed to 0ma afterwards. The explanted lead could not be returned for product analysis as the surgeon does not save the explants.